Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a calibration issue with the programmer. It was noted that calibration was off with a known good stylus. The cable between xy board and overlay was reseated and stylus calibrated. It was further noted that stylus was missing. Replaced and calibrated stylus. Broken tabs on power cord bay door; missing rising man logo button; damaged handle covers; broken media bay door were also noted. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the programmer was off synchronization preventing the calibration program from being run despite multiple attempts. It was speculated that the display was at fault as it was noted that the issue became worse after dragging the stylus across the display. There was no patient involvement.